Manufacturer narrative:
The reported event could not be confirmed as the customer will not be returning the device. The root cause could not be determined. Device not returned for investigation.

Event description:
It was reported that the ortholock ex-pin 3x110 broke during removal from the patient's tibia during a procedure. The surgeon decided to leave the broken fragment in the patient. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.